Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Products met final inspection and testing requirements prior to shipment.

Event description:
Patient received first miradry treatment with nothing unusual noted. Complained of very large nodules one week later. Percocet 5-325 mg prescribed post treatment for pain management.